Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the cpu version was wrong and one small part of the relay board was corroded. The screen of the front panel was damaged and the housing cover was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the high frequency electrosurgical unit was dropped and damaged. It was noted that the issue occurred during inspection for use for a laparoscopy and it was completed for another device. Inspection and testing of the returned device found that power board failure occurred due to an e433 boot error. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Event description:
It was observed that during the device inspection, the subject device had reported e433 due to defective generator board. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to initial med watch submitted g3 - date received by manufacturer. The correct date was 01/16/2024. Corrected fields: b5,d5,e1,e2,e3,g2(unmark user facility),h6(component code, health effect impact code and medical device problem code is being corrected to 825 - generator, 2645 - no patient involvement and 1198 - electrical/electronic property problem). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the following causes was possible: 1. Disturbance of the esg-400 due to scattered electromagnetic interference fields (temporary fault). 2. The user activates the foot switch while the generator is booting up (temporary fault caused by user action). 3. A defective footswitch (temporary fault). 4. The generator is used in combination with a defective foot switch (temporary error, defective reed contact). 5. The cable connecting the hvps and the generator board is defective (temporary or permanent fault). 6. Defective cable connection of the output signal between generator board and relay board (temporary or permanent fault). 7. Defective power transformer tr1 on the generator board (permanent fault). 8. Defective power transformer on the generator board (permanent fault). 9. Defective impedance converter on the generator board (permanent fault). 10. Defective peaks rectifier on the generator board (permanent fault). 11. Missing activation for the output stage of the generator board (permanent error). 12. Output voltage too low due to faulty switching of the hf output stage on the generator board (permanent fault). 13. Non or too low supply voltage from the hvps board (permanent error). 14. Defective hvps board due to short circuit of the mos transistors (permanent error). In such cases, popping sounds or flashes may sometimes be observed or noticed by the user. 15. Defective motherboard due to short circuit of resistor ntc1 (permanent error). 16. Defective motherboard due to defective adc (permanent error). 17. Defective tvs diodes on the relay board (permanent error). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).